Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser system presented with low laser power. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating there was no patient harm.

Manufacturer narrative:
System: the system was examined and the reported event was not replicated. The aiming beam and the slit lamp light were not aligned. No issues were found during testing with the system itself. The company representative then aligned the slit lamp. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 25, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Slit lamp: the system was examined and the reported event was not confirmed. The company representative realigned the aiming beam and the slit lamp light to resolve the issue. The system was tested and found to meet product specifications. The root cause of the reported low power can be attributed to the slit lamp aiming beam not aligned with the slit light. However, how or when the misalignment occurred cannot be determined conclusively. (B)(4).